Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (UDI number) is unknown, no information provided to date.

Event description:
It was reported that a precision test failed. New equipment. Pump is out of service. There was no patient injury.